Manufacturer narrative:
Two opened/unused units were returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. Based on the review and testing performed, the product met specifications, and no deviations were found.

Event description:
It was reported that the intubation tube needed 70-80 cmh2o of pressure for the cuff to be leak-proof. Replaced the patient with a tube from another manufacturer, was tight at 30 cmh2o pressure. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.